Event description:
Boston scientific corporation has become aware of the following: while performing a trans-septal puncture using ilab in manual record-mode, limitations on recording capacity may cause the ivus image to be terminated without physician intervention. If the physician is in the act of puncturing the septum at the time imaging terminates, there is a potential risk of puncture of the aorta or left atrial free wall.